Event description:
Our rep is reporting that during an acl repair, the surgeon experienced a series of events which ended in an arthroscopic procedure extended to 4 hours and then going open for completion. The surgeon started the procedure using 2 components of the mitek rigidfix system and was unsuccessful in accomplishing the repair, the surgeon then turned to a milagro interference screw for fixation; again he was unsuccessful with this method. The surgeon now turned to using a femoral intrafix screw and sheath system, this failed to fixate. The surgeon removed the screw and inserted a smaller same type screw in an attempt at fixation, this also failed. At this point in time the surgeon chose to revert to an open procedure and use screws and washers for fixation. The whole procedure took 4 hours, and was completed successfully without further issue or harm to the patient. Complaint device discarded by user. See also associated mdrs 1221934-2010-00004, 1221934-2010-00005, 1221934-2010-00006 and 1221934-2010-00008.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.